Manufacturer narrative:
Product analysis: distal tip was flared. The stent was returned on the balloon between the marker bands as per specification . The 14th ¿ 16th and 22nd distal segments had raised and deformed struts. There was no other damage evident to the device. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a slightly calcified and moderately tortuous lad lesion exhibiting 85% stenosis. The device was prepped as per IFU and inspected with no issues noted. Negative prep was also performed successfully. During the procedure the physician pre-dilated with a balloon catheter and attempted to deliver the endeavor resolute device but it failed to cross the target lesion. Resistance was encountered during attempted delivery but no excessive force was used. Upon removal of the device from the patient, it was noted that the both the stent and shaft were deformed. The physician believes that the event was due to the use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.